Event description:
Boston scientific crm received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) received an inappropriate shock and many non-sustained episodes due to noise on a competitor's lead. The noise could be reproduced in clinic but all other measurements were normal. The noise on the rv pace\sense lead resulted in pacing inhibition. A competitor's lead fracture was suspected. The patient also received atp which was unsuccessful. It was noted that the patient was pacer dependent. A lead revision procedure was performed to explant the competitor's lead. Upon interrogation, the field representative indicated that the device was in off electrocautery mode. There was some difficulty with telemetry. During electrocautery, loss of pacing was noted and the patient was receiving shocks. Technical services (ts) indicated that it would have had to be programmed to off electrocautery mode and remained there. Additional information from the field representative indicated that pacing inhibition was not greater than 2 seconds. The field representative indicated that there was no device malfunction and no adverse patient effects. The device was explanted and returned for analysis.

Manufacturer narrative:
(B)(4). An evaluation was performed using the information the customer provided, which included the complaint text, a complaint search, labeling review, and a product safety analysis of the architect system. Field service determined the main artesyn power supply blew a register with individual pieces observed in the power supply. Part of the network and the reagent cooling were not working due to the power surge. After replacement of the artesyn power supply and the refrigerator by field service, no additional occurrences of this issue have been observed. The evaluation did not identify a systemic issue with the architect system. The architect system operations manual provides adequate information regarding an emergency shutdown procedure and hazards to avoid personal injury. A complaint review did not return any similar complaints during the time frame of (B)(6) 2009 through (B)(6) 2010. The service history review did not find any additional incidents where the customer was shocked by the architect i2000sr, (B)(4).

Event description:
The customer stated a routine switch over to emergency power was performed in the laboratory. The architect i2000 sr analyzer would not turn back on again and the customer suspected the problem was the ups. The architect was connected to another ups, but this did not resolve the issue. The customer reconnected the architect analyzer to the original ups and upon turning on the analyzer, the customer touched the metal plate next to the switch and saw a flash of light and received a mild electric shock. The customer stated he felt a slight tingle. No injury was reported and no medical treatment was required.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.